Event description:
Report 2 of 2 it was reported while using bd vacutainer® est z (no additive) plus blood collection tubes an unspecified number of caps would pop off of tubes causing leakage. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd did not receive samples or photographs from the customer for investigation of stopper creepout. Therefore, 10 retain tubes from bd inventory were drawn with water. Cap/stopper assemblies were removed and reattached, samples were left to stand for 15 min, and no cap/stopper assemblies creeped out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for stopper creepout. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® est z (no additive) plus blood collection tubes an unspecified number of caps would pop off of tubes causing leakage. There was no health impact or consequences reported.